Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited variable pacing impedance measurements which were not out of range. The lead was tested which did not elicit any impedance changes. Technical services (ts) discussed programming options with the rep. No adverse patient effects were reported. The lead remains in service. Additional information was received mentioning that an alert for non-physiologic rv lead noise was triggered. The rv lead remains in service. No adverse patient effects were reported.